Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, the displayed value did not match the patient's condition. The patient showed symptoms of hypoxia. In order to monitor the patient's blood oxygen saturation, the monitoring value was 96%, which was inconsistent with the condition. Monitoring using other machines was 85%. Replaced the blood oxygen sensor with a new one and the displayed value was 85%.